Event description:
The customer reported that the v60 ventilator was not mixing oxygen and, due to the rupture of the o2 module. There was no patient involvement when the issue occurred. No user impact and/or harm was reported. A service engineer (se) evaluated the device, and reported that the customer's allegation was not replicated. The se performed a functional check and reported that the oxygen was working normally. The event log was reviewed, and the se found that the device displayed an error code 1111 (check vent: oxygen device failed); the se noted that the code confirmed the customer's allegation. Final investigation and disposition are pending.

Manufacturer narrative:
(B)(6).